Manufacturer narrative:
Device was evaluated. Testing and inspection of the device revealed that the reported issue was not able to be duplicated. The output powers were found to be stable and within the standard specifications. Burned in testing was performed for 2 hours and no issue was observed. The unit did not generate any error codes and no errors were observed. The unit was found with old software version and needs to be upgraded and multiple scratches were found on the housing unit, however, the unit can be use as is. Review of the data log revealed error code 400 ref 26 showed 9 times in the log. This error showed if a turis electrode is attached and activated without a saline solution being present or there is an electrode connection fault. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device cut power energy is intermittent. The band was found skipping across the tissue intermittently. There were no further details provided regarding the reported event. No patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this report is a duplicate of patient identifier (B)(6). The following sections were updated: g4, g7, h2 and h10.